Manufacturer narrative:
(B)(4) ¿ urinary/bowel problems; undefined recurrence. Additional narrative: it was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, and other: ¿ burning sensation and pressure in vaginal area, fevers, nausea, sleeplessness, vaginal discharge with odor, bladder spasms, hiatal hernia, granulation tissue, cannot walk for exercise, sit for periods of time or travel, recommended removal surgery, emotional distress- see medical records.¿ in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic right salpingo-oophorectomy frozen section and left salpingo-oophorectomy. It was reported that following insertion the patient experienced incontinence, urgency, bladder outlet obstruction, urinary retention, cystocele, vaginal wall prolapse and urinary tract infection. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.